Manufacturer narrative:
Initial.

Event description:
It was reported that a user wished to return the ilet due to concern that postprandial glucose was not lowered quickly enough and that they intermittently used afrezza in addition to the ilet, with a reported highest glucose of 290 mg/dl; no device alerts were reported and additional device component details were unknown. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, and the medical device problem and device component information remained insufficient. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.